Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to an internal patient cable being broken. It was also noted that an error code was noted during start up. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.